Event description:
The customer contact reported the device did not sound an audible alarm tone. The device was found in the biomedical department with a work order stating, "no audible tone, power switch will not work, it won't turn on, will power on when vial is inserted, had to unplug the battery to shutdown unit". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not have an audible alarm tone during an alarm condition. This was due to a broken buzzer on the main controller printed circuit board. This report represents all the info known by the reporter upon query by hospira personnel.